Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had not infused. The patient had been affected and had received treatment days late. The event had occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
H3: the device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and the product confirmation cannot be performed. Therefore, this investigation was unable to determine the probable root cause.